Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. Hardware low level failure alert alarm (variableinfo=3) confirmed in the pump history due to broken trace. Software error alarm found in the pump history due to software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had software error detected and hardware low level failures alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.